Event description:
Consumer reported after giving herself an injection in the stomach using insulin syringe, the needle slipped out. Consumer was able to remove the needle with a pair of tweezers. Consumer has infection in her stomach and she is on antibiotics.

Manufacturer narrative:
Eval summary: issue: needle slips out. Report - regulatory compliance complaint lab received four (4) 1cc syringes out of opened polybag for 31g x 8mm syringes (lot # 8238739) which customer claims the needle slipped out. Product was evaluated and needle pulls out from syringe due to insufficient epoxy on one returned sample. Confirmed mfg defect. Product forwarded to mfg for further investigation.